Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer cubie was failed and did not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not on the bus. A field service engineer (fse) reseated all row board cables at the drawer controllers. Both drawers were tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.